Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), systemic lupus erythematosus ('lupus') and haematochezia ('painful bloody stools') in an adult female patient who had essure (batch no. 627430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair, endometriosis, loop electrosurgical excision procedure and biopsy. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included breast mass, eczema, white blood cell count low, autoimmune disorder, anal fissure, urticaria, stomach ache, postpartum depression, anxiety, precancerous cells present and paratubal cyst. Concomitant products included aluminium silicate (dermakalm eczema cream), ethinylestradiol;norethisterone acetate (microgestin), hydroxychloroquine, prednisone, quetiapine fumarate (seroquel), sertaconazole nitrate (sertalin) and steroid antibacterials. On (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced urinary retention ("trouble emptying bladder completely at times"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"), connective tissue disorder ("connective tissue disorder") and rash ("rash"). In (B)(6) 2018, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"), tremor ("muscle tremor's"), memory impairment ("hard to articulate things at times, forgetful"), pain ("body aches") and amnesia ("memory loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), haematochezia (seriousness criterion medically significant), back pain ("back pain/low back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting for one week prior to period"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), arthralgia ("joint aches") and endometriosis ("endometriosis worsened"). The patient was treated with surgery (laparoscopy, bilateral salpingectomy, removal of bilateral essure devices). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, systemic lupus erythematosus, haematochezia, vaginal haemorrhage, heavy menstrual bleeding, connective tissue disorder, rash, urinary retention, feeling abnormal, dysmenorrhoea, fatigue, tremor, memory impairment, pain, abdominal pain, arthralgia, endometriosis and amnesia outcome was unknown and the back pain and alopecia had not resolved. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, back pain, connective tissue disorder, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, haematochezia, heavy menstrual bleeding, memory impairment, pain, pelvic pain, rash, systemic lupus erythematosus, tremor, urinary retention and vaginal haemorrhage to be related to essure. The reporter commented: sought medical treatment for her symptoms. In (B)(6) 2009 plaintiff was told that the procedure was successful by her healthcare provider (per pfs). Discrepancy noted in essure insertion date: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Pathology test - on (B)(6) 2021: left fallopian tube: is a 9 cm segment fimbriated fallopian tube with tube visible metallic coil. Extruding from the non fimbriated end, consistent with essure coil. There is also 0.8 x 0.6 x 0.4 cm firm tan-white well-circumscribed nodule which is bisected. Right fallopian tube: is a 9 cm segment of fallopian tube with visible metallic coil extruding from one end, consistent with essure coil there is froe-floating detached fimbria with a 0.4 cm paratubal cyst. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), systemic lupus erythematosus ('lupus') and haematochezia ('painful bloody stools') in an adult female patient who had essure (batch no. 627430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair, endometriosis, loop electrosurgical excision procedure and biopsy. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included breast mass, eczema, white blood cell count low, autoimmune disorder, anal fissure, urticaria, stomach ache, postpartum depression, anxiety, precancerous cells present and paratubal cyst. Concomitant products included aluminium silicate (dermakalm eczema cream), ethinylestradiol;norethisterone acetate (microgestin), hydroxychloroquine, prednisone, quetiapine fumarate (seroquel), sertaconazole nitrate (sertalin) and steroid antibacterials. On (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced urinary retention ("trouble emptying bladder completely at times"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"), connective tissue disorder ("connective tissue disorder") and rash ("rash"). In (B)(6) 2018, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"), tremor ("muscle temors"), memory impairment ("hard to articulate things at times, forgetful"), pain ("body aches") and amnesia ("memory loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), haematochezia (seriousness criterion medically significant), back pain ("back pain/low back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting for one week prior to period"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), arthralgia ("joint aches") and endometriosis ("endometriosis worsened"). The patient was treated with surgery (laparoscopy, bilateral salpingectomy, removal of bilateral essure devices). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, back pain and alopecia had not resolved and the systemic lupus erythematosus, haematochezia, vaginal haemorrhage, heavy menstrual bleeding, connective tissue disorder, rash, urinary retention, feeling abnormal, dysmenorrhoea, fatigue, tremor, memory impairment, pain, abdominal pain, arthralgia, endometriosis and amnesia outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, back pain, connective tissue disorder, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, haematochezia, heavy menstrual bleeding, memory impairment, pain, pelvic pain, rash, systemic lupus erythematosus, tremor, urinary retention and vaginal haemorrhage to be related to essure. The reporter commented: sought medical treatment for her symptoms. In (B)(6) 2009 plaintiff was told that the procedure was successful by her healthcare provider (per pfs). Discrepancy noted in essure insertion date: (B)(6) 2008 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Case become serious incident as essure was removed. Reporters, medical history and essure removal details were added. Action taken with drug and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.